Event description:
It was reported that stent dislodgement occurred. The 90% stenosed lesion was located in an unknown severely tortuous and moderately calcified artery. A balloon catheter was advanced to the lesion with difficulty and dilatation was performed. A guidezilla¿ was used to help deliver the 20 x 4.00mm promus premier¿ drug eluting stent delivery system (sds), but resistance was encountered within the guidezilla¿. When the physician removed the promus premier¿sds, the stent was found to be dislodged. The physician withdrew the entire system from the patient. Once it was removed, the stent was found inside the guidezilla¿. The procedure was completed with another of the same device. There were no patient complications and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was dislodged during the procedure and was not received for analysis. A microscopic examination of the tip found that it was bent and jagged in appearance. This type of damage is consistent with the device meeting a resistance or an obstruction coupled with compressive force. The stent of the device was detached from the delivery system and was not received for analysis. The guidezilla involved in the complaint incident was not received for analysis. The stent crimp settings for the complaint device were reviewed and it was noted the maximum stent profile was 0.0485in. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along its length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed lesion was located in an unknown severely tortuous and moderately calcified artery. A balloon catheter was advanced to the lesion with difficulty and dilatation was performed. A guidezilla¿ was used to help deliver the 20 x 4.00mm promus premier¿ drug eluting stent delivery system (sds), but resistance was encountered within the guidezilla¿. When the physician removed the promus premier¿sds, the stent was found to be dislodged. The physician withdrew the entire system from the patient. Once it was removed, the stent was found inside the guidezilla¿. The procedure was completed with another of the same device. There were no patient complications and the patient's status is good.

Manufacturer narrative:
Patient age at time of event: over 18 years old. Device is a combination product. (B)(4).